Event description:
A customer contacted baxter great britain regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 2. The technical service representative (tsr) explained that alarm and had the hp cycle the power and got se 2367 and then cycled the power again to clear the alarm. The hp stated they had left the clamp open on the unused supply line. The hp did not have any manual bags, so they would end therapy for the night and call their nurse in the morning. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.